Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mig, proximal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mig proximal femoral replacement which was inserted on (B)(6) 2003. The surgeon reported a broken stem. The x-ray images provided show that the femoral stem has fractured at the junction between the stem and collar. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form for revision of the patient¿s left extending (mig) proximal femur was received. Reported on the form: ¿broken stem. Agluna ec plate resection 1cm below the distal tip of the stem. Stem length 110mm.¿

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant prescription form for revision of the patient¿s left extending (mig) proximal femur was received. Reported on the form: ¿broken stem. Agluna ec plate resection 1cm below the distal tip of the stem. Stem length 110mm.¿